Event description:
Nurse was cleansing wound area in abdomen with saline when the tip came off the cotton tip applicator. Patient was taken to emergency room. Doctor had to widen the wound to retrieve the tip. Sample was discarded.